Event description:
The customer stated she was hospitalized for high blood glucose and the reading was 495 mg/dl on her way to the hosp. Prior to the hospitalization the customer woke up very thirsty, urinating and with large ketones. Troubleshooting was performed and the insulin pump failed the leadscrew test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.